Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she has gastroparesis that caused an infection. The infection led to a diabetic ketoacidosis. The customer removed the insulin pump a few hours before going to the hospital. The insulin pump alarmed no delivery and motor error. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. No motor error alarms were noted. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.